Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that there were no audio alerts on the g6 mobile application. The patient¿s mother stated that the patient had no audio alerts from his dexcom continuous glucose monitor (cgm) or his tandem insulin pump. He woke up at 5:45 am on (B)(6) 2020, and was sweaty and feeling symptoms consistent with hypoglycemia. From what the mother and the patient remember, both the pump screen and the dexcom app showed low glucose levels, but no audible sounds were provided from either device. When he checked his blood glucose (bg) it was 34 mg/dl. He was given orange juice and his glucose levels stabilized after a few hours. No paramedics were called. At the time of the report later that day he was feeling good. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.